Event description:
It was reported by the aci regional sales manager that a female patient underwent a peripheral procedure on (B)(6) 2013. Access was obtained via a 7f sheath (model unknown). Peri-procedure, the patient was anti-coagulated with heparin. Following the procedure, the deployer selected a mynxgrip vascular closure device 6f/7f for closure. It was reported that several hours after the procedure, the patient had symptoms of a retroperitoneal bleed. The patient was transferred to another hospital for a surgical repair. An exploratory procedure found that "the mynx was anterior to the artery." A possible iliac perforation was explored as well. A small suture was placed in the common femoral artery to further seal the artery puncture. No further information is available.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed.based on the information provided, the root cause of the reported event could not be determined.a review of the lhr was not possible as the lot number was not provided.